Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the right ventricular defibrillation coil d eveloped a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Event description:
It was reported that the right ventricular (rv) lead had high impedance as well as noise noted from tip to coil with short v-v intervals. It was also reported that the lead integrity alert (lia) triggered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.